Event description:
It was reported that at implant, the right atrial (ra) lead was attempted to be placed several times and each time it was not possible to advance the atrial lead into the atrium. When a stylet was put into the ra lead, the lead did not curve into a j-shape. Three different stylet types that were packaged with the lead were tried and none of them were able to make the ra lead into a j-form in the atrium. A bend was made in the lead, but it was too high in the atrium and not a j-form. The lead was screwed into the atrial wall with enough slack but without the typical j-shape in the atrial. It was noted that pacing and sensing thresholds were on the high side of normal. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.